Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 465 mg/dl on (B)(6) 2017. The customer treated with the insulin pump but received a no delivery alarm and blood glucose level went up to over 600 mg/dl. She then treated with manual injection. The no delivery alarm was resolved by changing the infusion set. Blood glucose at the time of the call was 175 mg/dl. Troubleshooting was declined. The insulin pump will not be returned for analysis.